Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. Visual inspection did not reveal any damage on the device. The investigator subsequently powered on the device. The customer reported product problem (switch that identifies the disposal tubing not working) was confirmed during testing. The product problem occurred because of a faulty micro switch. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The faulty micro switch was replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
Information was received that the switch that identifies the disposal tubing does not work on a smiths medical level 1 hotline blood and fluid warmer. No patient involvement. Additional information was received on 03-23-2020 stating that the incident occurred during a routine maintenance. There was no patient involvement.

Manufacturer narrative:
Device evaluation in progress. D10: device return information was provided. B5: updated with additional information. H6: patient, method, results, and conclusion codes were updated.

Event description:
Information was received that the switch that identifies the disposal tubing does not work on a smiths medical level 1 hotline blood and fluid warmer. No patient involvement.